Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign matter clogging the forceps channel could not be identified and a definitive root cause of the issue could not be determined, however, it is possible that the device reprocessing could not properly be performed due to an observed leak in the channel tube. The event can be detected/prevented by following the instructions for use which state: ¿leakage testing of the endoscope_ perform the leakage test¿ ¿caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of foreign matter in the instrument channel was confirmed. The following additional findings were also noted: loss of water tightness due to a pinhole on the instrument tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during reprocessing, the instrument channel of their evis lucera elite gastrointestinal videoscope was noted to be clogged with foreign matter. There were no reports of patient or user harm associated with this event.